Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed weak signal. Customer also reported issues with the sensors regarding adhesion, sensor and blood glucose readings, unable to calibrate, lost sensor, charging the transmitter and dissatisfaction with insulin pump volume. Customer's blood glucose was unknown. Customer declined to do troubleshooting. No further information provided.